Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead had to be positioned several times due to patient anatomy and after the fourth time positioning the lead helix took too many turns to rotate. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/st retching/overstress and visual summary analysis of the lead indicated damage at implant. The analyst also noted: helix received extended and stretched. It does not retract due to stretch damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.